Manufacturer narrative:
Product analysis: approximately 15mm of the probe's tip has broken off. Material flow at the level of the fracture indicates torsional force was applied. The material hardness of the shaft is 42.9 which meets print spec. It appears that material overload through torsional force was the cause of the failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l3/4/5/s due to lumbar spinal canal stenosis. Intra-op, during drilling the pilot hole, the bone was so hard that the tip of probe was broken when trying to pull the lumbar probe out. There was no fragment remained in the patient's body. Broken lumbar probe was removed and bone graft was performed. There was a delay of more than 60 min. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.